Manufacturer narrative:
Pump passed the self test. No unexpected error/alarms noted during testing. Successfully downloaded history files and traces using thump. In further review of the formatted history file on the event date of 15-jul-2025, these pump error(s)/alarm(s) were noted: pump error 43 alarm was found on: (B)(6) 2025 11:13:00.000, (B)(6) 2025 11:13:27.000. (B)(6)2025 11:14:23.000, (B)(6) 2025 11:15:30.000. (B)(6) 2025 12:16:00.000, (B)(6) 2025 12:17:53.000. (B)(6) 2025 18:30:00.000, (B)(6) 2025 18:40:00.000. Pump was cut open to perform visual inspection and found corrosion on the pcba 1, pcba 2, force sensor and motor assembly noted. Pump error 43 alarm was confirmed according in the formatted history file due to corrosion on the pcba 1 and pcba 2. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked keypad overlay, a stained keypad overlay, a cracked battery tube threads, a scratched case and a serial number label fading. The pump passed the required testing. Customer alleged for device test failed (pump did not pass self test) was not confirmed. However, pump error 43 alarm was confirmed according in the formatted history file due to corrosion on the pcba 1 and pcba 2. During visual inspection, corrosion was also found on the force sensor and motor assembly noted. Pump exposed to moisture was confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer¿s insulin pump was exposed to moisture, with fluid present in the pump. The pump did not pass the self-test. The customer reported no adverse event. The event involved product(s) mmt-1805. Troubleshooting was performed and the insulin pump was being replaced.. No harm requiring medical intervention was reported. The customer will discontinue use of the insulin pump. Mmt-1805 was requested, and the customer response was that the device will be returned.